Manufacturer narrative:
The pod was received not deployed. The download data showed that an 0x5c alarm, indicating that the open count was too low by the end of first prime, had been generated by the pod. This alarm prevented the pod from completing activation and deploying. Timeouts and a drive stall were observed in the data. Rerun of the pod did not replicate the alarm or the drive stall that were observed in the original data. Inspection of the pod found no damages or manufacturing deficiencies that would result in a drive stall. The exact cause of the 0x5c alarm and the drive stall could not be determined. Investigation of the returned pod found no defects or deficiencies that would contribute to a communication error. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The patient reported a communication error during pod activation. The pod was not worn and no adverse patient impact was reported.